Manufacturer narrative:
Trend analysis: no trend identified. DHR review results: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Event summary: it was reported that the shoulder mobilization is delayed. The event is reported to be probably related to the device. Review of received data: 10 x-rays were received. Four x-rays have been taken 6 weeks post-operative. The sidus implant seems to be correctly sized and correctly implanted. Three x-rays of the 6 months follow-up are also returned. The position of the implant is comparable with the previous x-rays. There seems to be a slight movement of the humerus toward cranial. Three x-rays of the 12 months follow-up are also returned. In both ap external and internal views of the shoulder it seems that the articulating surface of the shoulder is not full matching. It seems that the humerus has moved cranially and there is a rotation of the humerus. However, this observation could result from the different position of the shoulder in the x-rays. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed and showed that the product combination was approved by zimmer (B)(4). Root cause analysis, dfmea: failed reconstruction with poor outcome. Non-functional patient joint which cannot be recovered due to surgeon deviates from recommended surgical technique. Possible: no surgical report was provided, therefore, this point cannot be excluded. Poor post-operative outcome due to implants used for defined contra-indication. Not possible: the available mdrif documents do not suggest that the implants were implanted against contra-indications. Conclusion summary: it is reported that the shoulder mobilization has to be delayed. In the x-rays it seems that there is a progressive cranialisation of the humerus. This could potentially be a cause of the delayed shoulder mobilization. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices as the patient has not been revised. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a humeral anchor uncemented m on the left side on (B)(6) 2014. It was also reported that, after the surgery, the shoulder mobilization was delayed based on doctor's recommendations, the event was probably related to the device. Since the exact date of the event could not be determined, it will be entered as the date of awareness.